Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm on (B)(6) 2025. The patient uses a tandem tslim insulin pump. According to the patient, on (B)(6) 2025, he experienced a hyperglycemic event due to a wearable failure. Around 11:30 the wearable failed, an unknown time after, the patient experienced severe pain in the abdomen, was very thirsty, and started vomiting. When a fingerstick was taken by the patient the blood glucose reading was 502 mg/dl, and the patient¿s wife called for an ambulance. The paramedics provided insulin and brought the patient to the hospital. A fingerstick was performed at the hospital and the patient¿s blood glucose was close to 600 mg/dl. The patient was treated with intravenous insulin and was discharged after spending 22 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still not feeling better. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.